Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was unknown. Customer stated that they did not pressed button for more than 3 minutes. Customer was explained that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis does not confirm error 25 or that error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes or battery loaded voltage was less than 3.5v for four consecutive hours. The insulin pump passed leak test. All of the buttons are responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump had minor scratched lcd window and case.